Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted. It was reported that patient experienced infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring and other. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/15/2015 (B)(4). Conclusion code : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced atrophic vaginitis, urge incontinence, vaginal enterocele, vaginal vault prolapse, and urinary leakage.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent plication of vaginal apex, vaginal repair of enterocele, burch colposuspension, cystoscopy, lysis of adhesions and excision of foreign body from vagina due to sui, recurrent stage 3 pop (5 prior procedures), prior abdominal rectopexy, dyspareunia with vaginal shortening and foreign body in vagina. It was reported that patient underwent concurrent excision or foreign body from vagina on (B)(6) 2009. It was reported that patient underwent vaginal repair of enterocele on (B)(6) 2009 due to recurrent enterocele.